Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. It was reported that the patient was upset that they an issue with their pump. Per the patient, the pump was due to be replaced before the end on (B)(6) 2025, as it was the "five year anniversary and the pump battery was about to go and was already acting up". The patient was supposed to have the pump replaced two weeks prior to the report, however, the hospital had a "snafu" and had to cancel the appointment, so the patient was scheduled for on (B)(6) 2025. However, the patient's authorization was expiring on (B)(6) 2025 and the doctor's office had been trying to get in touch with someone to extend the authorization for one day before the pump "went out", but the hcp was having issues extending the authorization. The patient did not want to go through the pump "going out" and experience withdrawal. Patient services review patient services' and the healthcare provider's (hcp) roles with the patient and redirected the patient to the hcp. The patient stated that they would "just end up in rehab" with withdrawal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) indicated that, in regard to the allegation that the pump batter was "about to go and was already acting up" and that the pump "went out", the hcp was unaware that the pump was acting up; the elective replacement indicator (eri) was in (B)(6) 2025. In regard to the allegation that the pump battery was "about to go", normal battery depletion occurred. To resolve the pump issues, the pump was replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.